Manufacturer narrative:
The returned device was evaluated and during download, data was cleared from the device. No issues were noted with any of the internal components of the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
Patient stated that the needle guard was still on the pod, when the cannula popped out. The pod was not worn.